Event description:
Complaint received regarding four b33026,15" smallbore trifuse ext set w/3 microclave®, microclave® t-conn, clave®, 3 check valves, 0.2 micron filter, clamps, rotating luer, lot# is unknown. Report states; we have had four of our trifuse devices leak just below the medication port clave. I only have one of them and no lot number. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a lot number was not provided but a two year review of the database showed one other complaint that was over one year ago. Visual receipt analysis: 12/19/2016 - received the following: two used b33026,15" smallbore trifuse ext set w/3 microclave®, microclave® t-conn, clave®, 3 check valves, 0.2 micron filter, clamps, rotating luer, lot# is unknown. Two used curos caps, one used bd 5ml saline flush syringe. Coring was observed on the silicone seal of the two reported leaking y-claves. The devices were flushed and no leaks were observed. Functional testing: two used b33026 trifuse extension sets were returned for investigation of leakage. One of the two b33026 trifuse extension sets had tape on the y-clave. When visually examined it was noted that the silicone seal was cored. Both b33026 trifuse extension sets were pressure leak tested. The set without tape on the y-clave did not leak. The set with tape on the y-clave did leak. This y-clave was disassembled with the following observations: spike: severely necked below the windows. Silicone seal: cored on the top surface. Cap/housing: no damage or anomalies. Final analysis summary: the complaint of b33026 trifuse extension set leakage was confirmed with one of the two returned samples. The leakage was the result of damage sustained during use. The damage resulting in leakage is typical of access with an incompatible mating device with a male luer inside diameter smaller than 0.062". The y-clave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110".

Event description:
Complaint received regarding four b33026,15" smallbore trifuse ext set w/3 microclave®, microclave® t-conn, clave®, 3 check valves, 0.2 micron filter, clamps, rotating luer, lot# is unknown. Report states; we have had four of our trifuse devices leak just below the medication port clave. I only have one of them and no lot number. No adverse patient consequences reported.